Event description:
It was reported the system was not getting any power. When the system does not receive power, it will not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord connection was repaired during the service call. The system was tested and found to be working as intended and returned to service.